Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low shock impedance measurements of less than 30 ohms, believed to be due to the patient's thin, small stature. The s-ICD also reportedly delivered six inappropriate shocks during an isolated episode due to atrial fibrillation (af) and oversensing. Technical services (ts) was contacted, and ts recommended x-ray imaging to verify s-ICD position. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating chest x-ray imaging was performed, and the s-ICD and electrode positions appeared to be stable. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low shock impedance measurements of less than 30 ohms, believed to be due to the patient's thin, small stature. The s-ICD also reportedly delivered six inappropriate shocks during an isolated episode due to atrial fibrillation (af) and oversensing. Technical services (ts) was contacted, and ts recommended x-ray imaging to verify s-ICD position. The s-ICD system remains in service. No adverse patient effects were reported.